Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that the needle is blunt. No further information received.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 4 closed samples for analysis. We have checked the needles of the samples received and the tips, edges and geometry are conform to the specification. We have tested the needle penetration performance (average 1st penetration) of the 4 needles received and the results do not fulfill the specification: 0.827n, 0.635n, 0.669n and 0.679n (needle specification of 0.610 n in maximum for the average first penetration). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle penetration performance (average 1st penetration) of needles tested during production of each needle raw material batch used in this product were 0.573n, 0.568n and 0.541n and fulfilled the specification (<0.610n). Additionally, needles retained by needle manufacturer of each needle raw material batch used in this product have been tested and the results are 0.533n, 0.542n and 0.559n, fulfilling the specification (<0.610n). Final conclusion: taking into account that the results of samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.